Event description:
Related manufacturer report number: 2017865-2023-11683. It was reported during remote follow up that the atrial and right ventricular leads exhibited noise. The atrial noise was over sensed and has resulted in inappropriate mode switch episodes. Abrasion between the two leads was suspected. The leads will continue to be monitored. The patient was stable and asymptomatic.